Event description:
Medtronic received information regarding a pipeline flex with shield that was damaged and failed to open. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular right internal carotid artery (ica) ophthalmic segment aneurysm. The aneurysm max diameter and neck diameter was 6mm. The distal landing zone was 3.5mm and the proximal landing zone was 4.5mm. Vessel tortuosity was moderate. It was reported that all devices were prepared and the catheter was flushed per the instructions for use (IFU). The pipeline was delivered with the phenom 27 microcatheter. At the middle cerebral artery (mca), the pipeline was unsheathed at the tip of the phenom microcatheter and dragged down to the ica at the distal implantation location site by pulling the system together. Deployment of the pipeline was attempted by pushing the pushwire. The distal end of the pipeline was deformed and appeared frayed. The pipeline stent was not opened at all event when the pipeline was deployed for an extended period of time. Push and pull was tried but the pipeline still could not be opened and it was still thought that the distal end of the pipeline was damaged. It was noted the pipeline was not positioned in a bend. The pipeline was less than 50% deployed when the failure to open occurred. The pipeline was resheathed 2 or less times. Finally, the pipeline was resheathed and removed together with the microcatheter from the patient's body. After collecting the device outside the patient's body, it was confirmed that the distal end of the pipeline was slightly expanded outward and frayed. Both the pipeline and the phenom 27 microcatheter were replaced to successfully complete the procedure. There was no damage to the patient's health. Post-procedure angiography showed treatment was achieved with no problems. Ancillary device: navien 5f 115cm intracranial support catheter.

Manufacturer narrative:
Initial reporter/physician information was not provided due to country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received. There were no problems or damage to the phenom 27 microcatheter. Device received.

Manufacturer narrative:
H3: analysis of the pipeline device (lot# b360570) found the pushwire was protruding from the hub and distal braid was partially deployed from catheter tip. In addition, sleeves and tip coil were deployed from catheter distal tip. No bend or kink were found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter tip/ marker band and body were examined; and no damages were found. No other anomalies were observed. The pipeline flex shield could not be pushed forward or removed. For further examination, the catheter was cut to remove the pipeline flex from the catheter lumen. The catheter was flushed with water and water exited out from the distal tip. The total and usable lengths of phenom 27 catheter was measured to be within specification. Based on the analysis findings, the pipeline flex with shield could not be confirmed to have failure to open at distal as the distal and proximal ends of pipeline flex with shield appeared to be fully opened and damaged. However, the cause for damage could not be determined. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.